Event description:
An aesculap pl049r atraumatic grasper being used in a laproscopic cholecystectomy broke off, leaving one of the two arms within the pt. On the next day, the broken fragment was removed via an endoscopy.